Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffered pain and suffering, emotional distress and was injured by excessive levels of chromium and cobalt in her blood as a result of implantation of the depuy asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and suffering, emotional distress and was injured by excessive levels of chromium and cobalt in her blood as a result of implantation of the depuy asr hip implant. Doi: (B)(6) 2007 dor: none reported (right hip). Dob: (B)(6). Patient is a resident of (B)(6). Update - der rcvd (B)(6) 2014 - details of products implanted received; however, no record of srom being revised so have reported the asr products only. These match those reported on original wpc (B)(4). Updated patient demographics and surgeon/hospital details.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 8/13/2014 - medical records received. Patient revised to address bearing surface wear, metallosis, and hip effusion. Upon revision, grayish, bloody synovial fluid, villonodular synovitis, metal tissue staining, grade 3 and 4 corrosion on the head and srom stem, and no more than 10 percent ingrowth on the acetabular cup were noted. The stem sleeve and collar remained in situ. The stem has been added to the complaint. This complaint was updated on: 09/02/2014.